Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the jaw area: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that at the beginning of a hysterectomy procedure, a piece of the device jaw broke off and fell into the patient. There was no reported patient injury. The device had also generated a u504 error. The broken piece was retrieved, and the procedure was completed with force triad brand equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device returned to olympus for evaluation. The evaluation confirmed the customer complaint for broken probe tip. The probe tip was broken off, and the tip fragment was also returned. The reported u504 error was not duplicated during the evaluation; instead the device failed the probe check with error code u509. The teflon pad was worn down and deformed, but had no metal exposed underneath.